Event description:
It was reported in an abstract that total of 110 patients underwent balloon kyphoplasty procedures over a 30 month period. The treated levels ranged from th8 to l5; l1 (most treated, 40 vertebrae) and th12 (25 vertebrae) accounted for 45% of all the treated vertebrae. It was reported that "cement leakage in the vicinity of the vertebral body" occurred in one patient. All patients fully recovered from anesthesia. Postoperatively, there were no abnormalities in neurological symptoms; only redness was observed on the skin surface; no patients developed blister. No other information was reported. The type of cement used in this case was not specified in the abstract.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.